Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a device capsule failed to attach. There was no harm caused to the patient due to the alleged device malfunction and no intervention required. There was nothing unusual about the patient or the procedure itself that may have led to this event. An endoscopy has been performed prior to the device procedure and the esophagus appeared to be normal. This site has been performing the bravo procedure for 10 years. The vacuum source was medela and the vacuum pressure during placement was 550 mmhg. Lubricant was used to facilitate capsule placement. The delivery system and the capsule will be returned.

Manufacturer narrative:
Device evaluation: one bravo ph capsule delivery device and one capsule were received for investigation. The capsule was not attached to the delivery device. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. A review of the device history record was performed and indicates that the product was released meeting finished product specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.